Event description:
A report was received that the patient had infection at the ipg site. It was determined that it was a localized infection. Antibiotics were prescribed, and the infection at the ipg site had cleared up. It was also reported that the patient also developed infection at the lead site. Drainage was noted at the midline incision, so the physician decided to explant the devices. No device malfunction suspected.

Manufacturer narrative:
Additional information was received that the infection was not device related and no further information could be obtained.

Event description:
A report was received that the patient had infection at the ipg site. It was determined that it was a localized infection. Antibiotics were prescribed, and the infection at the ipg site had cleared up. It was also reported that the patient also developed infection at the lead site. Drainage was noted at the midline incision, so the physician decided to explant the devices. No device malfunction suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead model#: sc-4316, lot #: 17589497, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.